Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 12/22/15 medical records received.medical records received were operation checklists and part sticker sheets. Part/lot updated for sleeve and stem. The complaint was updated on: jan 8, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffered discomfort of the right hip, pain, negative impact on activities of daily living, elevated metal levels in the blood, and potential future need for explant surgery. **update** (10/25/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec'd 6/8/2015 - der received. Patient was revised along the lines of the current lawsuit. No allegations were given. There is no new information that would change the investigation. Update rec'd 9/24/15 - litigation papers received. In addition to what was previously reported, an order granting motion to reopen case has been provided. Update: 10/6/15 - litigation received. Litigation alleges patient suffers from elevated metal levels in the blood. The sleeve and stem are now being added to address allegations of elevated toxic metal ions.